Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the atrial lead of an asymptomatic patient. It was determined that the lead had fractured. The lead was capped without replacement during a system upgrade procedure. The patient was noted to be in good condition throughout the event.